Manufacturer narrative:
Additional information was added: the actual device was not available; however, a photograph of the sample was provided for evaluation showing the drip chamber to tubing junction. A visual inspection of the photograph using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set was leaking chemotherapy solution between the connection of the drip chamber and the tubing. This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.